Event description:
Customer's son reported customer received inaccurate glucose readings from their freestyle freedom meter. Customer's son reported customer experienced symptoms of unable to walk and loss of consciousness. Customer's son reported customer went to her doctor who diagnosed customer with severe hyperglycemia and treated customer with glucophage. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.